Manufacturer narrative:
The local area representative noted that the lead had a history of high impedances. There was no evidence of noise and the physician elected to monitor the patient. No intervention was performed and the device remains in service.

Event description:
Boston scientific received information that this lead exhibited high, out of range pacing impedances.